Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's brother also has an insulin pump. It is not clear whether brother also has a medtronic insulin pump or uses a different company's insulin pump. Customer stated sometimes her brother does not use the insulin pump correctly and ends up having to going to the hospital. Sometimes brother's infusion set falls out due to sweat. Customer declined speaking to the help line for troubleshooting. No other details were provided. Nothing further reported.